Event description:
The facility representative reported a flogard infusion pump that experienced an occlusion alarm. The customer did not know what process step this event occurred. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during on-site evaluation by a baxter service technician. The occlusion sensors were found to be out of calibration and were recalibrated to resolve the reported condition.